Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose around 500 mg/dl due to being of the insulin pump for few days. The customer also had blood glucose 300 mg/dl and was treated with manual injection. The customer also reported that the piston would not meet back of the reservoir and keep having them repriming. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.